Event description:
A product problem was discovered during internal release testing. The radiation therapy pallet is wider than the normal pallet and flat. With a small patient, on the pallet and the camera contouring around the legs (the thinnest part of the patient), the light rails may not detect the patient due to the angle at which the detector comes around the edge of the pallet. In this case, the product behavior is as if there was no patient on the pallet at all. In this case, an injury may occur if the detector makes contact with a patient on this pallet.